Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after customer filled cartridge with the 300 units of insulin, a cartridge alarm (alarm 9 too much insulin) occurred. Customer successfully loaded another cartridge. Customer's blood glucose was 324 mg/dl.